Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: an f/g,promus element plus,mr,ous 2.75x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Stent strut row 7 (counting from distal towards proximal end of the stent) was partially lifted from the stent profile. The crimped stent outer diameter of the undamaged portion of the stent was measured and was within the maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-apr-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 34mm x 2.7mm, concentric and de novo target lesion was located in the moderately tortuous left circumflex artery (lcx). Predilation was performed, leaving 85% residual stenosis in the lesion. A 2.75x38mm promus element¿ plus drug eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.